Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who received essure (ess205) for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient started essure (ess205). On (B)(6) 2005, the same day after starting essure (ess205), the patient experienced complication of device insertion ("underwent essure procedure on her left fallopian tube"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), migraine ("migraines"), ovarian cyst ("cysts"), alopecia ("hair loss"), abdominal distension ("bloating"), fatigue ("fatigue") and menorrhagia ("heavy bleeding during menstruation"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure (ess205) was withdrawn. At the time of the report, the pelvic pain, migraine, ovarian cyst, alopecia, abdominal distension, fatigue and menorrhagia outcome was unknown and the complication of device insertion outcome was unknown. The reporter considered pelvic pain, migraine, ovarian cyst, alopecia, abdominal distension, fatigue and menorrhagia to be related to essure (ess205). The reporter provided no causality assessment for complication of device insertion with essure (ess205). Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pelvic pain. This event is anticipated in the reference safety information for essure. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since device removal was required. Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 32-year-old female patient who had essure (ess205) (batch no. 12270711) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 ((B)(6)1996 and (B)(6)2002). Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included overweight, irritable bowel syndrome since (B)(6)2010, abdominal pain upper (upper right quadrant pain) since (B)(6)2013, palpitations since (B)(6)2013, flushing since (B)(6)2013, gastroenteritis since (B)(6)2015, groin pain since (B)(6)2015, abdominal pain since (B)(6)2016, liver nodule since (B)(6)2016, biliary adenoma since (B)(6)2016, back pain since (B)(6)2016, stomach pain since (B)(6)2016, back muscle spasms since (B)(6)2016, anxiety since (B)(6)2016 and nabothian cyst since 21-sep-2016. On (B)(6)2005, the patient had essure (ess205) inserted. On the same day, the patient experienced complication of device insertion ("underwent essure procedure on her left fallopian tube"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), the first episode of ovarian cyst ("cysts"), alopecia ("hair loss"), abdominal distension ("bloating"), fatigue ("fatigue"), menorrhagia ("heavy bleeding during menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal bleeding)"), headache ("headaches"), palpitations ("blood or heart disorder/condition type:heart palpitations"), dysmenorrhoea ("dysmenorrhea(cramping)"), weight increased ("weight gain"), gallbladder disorder ("pain right upper quadrant, gall bladder issues") and the second episode of ovarian cyst ("ovarian cyst"). The patient was treated with sumatriptan, naproxen and surgery (hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6)2016. At the time of the report, the pelvic pain, abdominal distension, fatigue, menorrhagia, vaginal haemorrhage, headache, gallbladder disorder and the last episode of ovarian cyst outcome was unknown, the migraine was resolving, the alopecia and weight increased had not resolved and the dysmenorrhoea had resolved. The reporter provided no causality assessment for complication of device insertion with essure (ess205). The reporter considered abdominal distension, alopecia, dysmenorrhoea, fatigue, gallbladder disorder, headache, menorrhagia, migraine, palpitations, pelvic pain, vaginal haemorrhage, weight increased, the first episode of ovarian cyst and the second episode of ovarian cyst to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. On (B)(6)2016, procedure: cholecystectomy with cholangiogram laparoscopic procedure performed: 1. Laparoscopic cholecystectomy. 2. Intraoperative cholangiography with fluoroscopic guidance. 3. Biopsy of nodular liver lesion on the same day surgical pathology report: cholangiogram: findings: impression: intraoperative cholangiogram with patent central bile ducts. On (B)(6)2016, gallbladder; cholecystectomy, mild on (B)(6)2016, hpi: patient presents with concern of head pain, plugged ears bilaterally, jaw pain and neck pain. Assessment: anxiety on (B)(6)2016, surgical pathology report: result: uterus and bilateral fallopian tubes: weakly proliferative phase endometrium, cervix with small nabothian cysts, fallopian tubes without significant diagnostic abnormality quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)-2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and gallbladder disorder ("pain right upper quadrant, gall bladder issues") in a 32-year-old female patient who had essure (ess205) (batch no. 12270711) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 (B)(6) 1996 and (B)(6) 2002). Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included overweight, irritable bowel syndrome since (B)(6) 2010, abdominal pain upper (upper right quadrant pain) since (B)(6) 2013, palpitations since (B)(6) 2013, flushing since (B)(6) 2013, gastroenteritis since (B)(6) 2015, groin pain since (B)(6) 2015, abdominal pain since (B)(6) 2016, liver nodule since (B)(6) 2016, biliary adenoma since (B)(6) 2016, back pain since (B)(6) 2016, stomach pain since (B)(6) 2016, back muscle spasms since (B)(6) 2016, anxiety since (B)(6) 2016 and nabothian cyst since (B)(6)2016. On (B)(6) 2005, the patient had essure (ess205) inserted. On the same day, the patient experienced complication of device insertion ("underwent essure procedure on her left fallopian tube"). In (B)(6) 2007, the patient experienced groin pain ("right groin pain"). In (B)(6) 2011, the patient experienced menorrhagia ("heavy bleeding during menstruation/ abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal bleeding)"), dysmenorrhoea ("dysmenorrhea(cramping)") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2011, the patient experienced weight increased ("weight gain"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced mitral valve prolapse ("mitro valve prolapse"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On(B)(6) 2015, the patient experienced ovarian cyst ("ovarian cyst"). In (B)(6) 2016, the patient experienced gallbladder disorder (seriousness criterion medically significant) and abdominal pain upper ("right upper quadrant pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating") and palpitations ("blood or heart disorder/condition type:heart palpitations"). The patient was treated with sumatriptan, naproxen, surgery (hysterectomy and bilateral salpingectomy) and surgery (gall bladder removal). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, gallbladder disorder, abdominal distension, fatigue, menorrhagia, vaginal haemorrhage, headache, ovarian cyst, mitral valve prolapse, abdominal pain upper, groin pain and abdominal pain lower outcome was unknown, the migraine was resolving, the alopecia and weight increased had not resolved and the dysmenorrhoea had resolved. The reporter provided no causality assessment for complication of device insertion with essure (ess205). The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, alopecia, dysmenorrhoea, fatigue, gallbladder disorder, groin pain, headache, menorrhagia, migraine, mitral valve prolapse, ovarian cyst, palpitations, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. On (B)(6) 2016, procedure: cholecystectomy with cholangiogram laparoscopic procedure performed: 1. Laparoscopic cholecystectomy. 2. Intraoperative cholangiography with fluoroscopic guidance. 3. Biopsy of nodular liver lesion on the same day surgical pathology report: cholangiogram: findings: impression: intraoperative cholangiogram with patent central bile ducts. On (B)(6) 2016, gallbladder; cholecystectomy, mild on (B)(6) 2016, hpi: patient presents with concern of head pain, plugged ears bilaterally, jaw pain and neck pain. Assessment: anxiety on (B)(6) 2016, surgical pathology report: result: uterus and bilateral fallopian tubes: weakly proliferative phase endometrium, cervix with small nabothian cysts, fallopian tubes without significant diagnostic abnormality quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - new event "mitro valve prolapse, right upper quadrant pain, right groin pain, lower abdominal pain" were added. Event onset date updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and gallbladder disorder ('pain right upper quadrant, gall bladder issues') in a 32-year-old female patient who had essure (ess205) (batch no. 12270711) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 ((B)(6) 1996 and (B)(6) 2002), heavy menstrual bleeding and menorrhagia. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included nabothian cyst since (B)(6) 2016, anxiety since (B)(6) 2016, back pain since (B)(6) 2016, stomach pain since (B)(6) 2016, back muscle spasms since (B)(6) 2016, liver nodule since (B)(6) 2016, biliary adenoma since (B)(6) 2016, abdominal pain since (B)(6) 2016, groin pain since (B)(6) 2015, gastroenteritis since (B)(6) 2015, palpitations since (B)(6) 2013, flushing since (B)(6) 2013, abdominal pain upper (upper right quadrant pain) since (B)(6) 2013, irritable bowel syndrome since (B)(6) 2010 and overweight. Concomitant products included amino acids nos;vitamins nos (vitamins;amino acids), biotin and paracetamol (tylenol). On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced complication of device insertion ("underwent essure procedure on her left fallopian tube"). In (B)(6) 2007, the patient experienced groin pain ("right groin pain"). In (B)(6) 2011, the patient experienced heavy menstrual bleeding ("heavy bleeding during menstruation/ abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal bleeding)"), dysmenorrhoea ("dysmenorrhea(cramping)") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced mitral valve prolapse ("mitro valve prolapse"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced ovarian cyst ("ovarian cyst"). In (B)(6) 2016, the patient experienced gallbladder disorder (seriousness criterion medically significant) and abdominal pain upper ("right upper quadrant pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating") and palpitations ("blood or heart disorder/condition type:heart palpitations"). The patient was treated with naproxen, sumatriptan and surgery (ablation, gall bladder removal and hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, gallbladder disorder, abdominal distension, fatigue, heavy menstrual bleeding, vaginal haemorrhage, headache, ovarian cyst, mitral valve prolapse, abdominal pain upper, groin pain and abdominal pain lower outcome was unknown, the migraine was resolving, the alopecia and weight increased had not resolved and the dysmenorrhoea had resolved. The reporter provided no causality assessment for complication of device insertion with essure (ess205). The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, alopecia, dysmenorrhoea, fatigue, gallbladder disorder, groin pain, headache, heavy menstrual bleeding, migraine, mitral valve prolapse, ovarian cyst, palpitations, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight:245 lbs. Three coils remained out into the uterine cavity on the right. Five coils remained visible on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion. On (B)(6) 2016, procedure: cholecystectomy with cholangiogram laparoscopic procedure performed: 1. Laparoscopic cholecystectomy. 2. Intraoperative cholangiography with fluoroscopic guidance. 3. Biopsy of nodular liver lesion. On the same day surgical pathology report: cholangiogram: findings: impression: intraoperative cholangiogram with patent central bile ducts. On (B)(6) 2016, gallbladder; cholecystectomy, mild. On (B)(6) 2016, hpi: patient presents with concern of head pain, plugged ears bilaterally, jaw pain and neck pain. Assessment: anxiety. On (B)(6) 2016, surgical pathology report: result: uterus and bilateral fallopian tubes: weakly proliferative phase endometrium, cervix with small nabothian cysts, fallopian tubes without significant diagnostic abnormality. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2021: medical record received: medical history, reporter information were added. Rcc was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and gallbladder disorder ('pain right upper quadrant, gall bladder issues') in a 32-year-old female patient who had essure (ess205) (batch no. 12270711) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 (B)(6) 1996 and (B)(6) 2002, heavy menstrual bleeding and menorrhagia. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included nabothian cyst since (B)(6) 2016, anxiety since (B)(6) 2016, back pain since (B)(6) 2016, stomach pain since (B)(6) 2016, back muscle spasms since (B)(6) 2016, liver nodule since (B)(6) 2016, biliary adenoma since (B)(6) 2016, abdominal pain since(B)(6) 2016, groin pain since (B)(6) 2015, gastroenteritis since (B)(6) 2015, palpitations since (B)(6) 2013, flushing since (B)(6) 2013, abdominal pain upper (upper right quadrant pain) since (B)(6) 2013, irritable bowel syndrome since (B)(6) 2010 and overweight. Concomitant products included amino acids nos;vitamins nos (vitamins;amino acids), biotin and paracetamol (tylenol). On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced complication of device insertion ("underwent essure procedure on her left fallopian tube"). On (B)(6) 2007, the patient experienced groin pain ("right groin pain"). On (B)(6) 2011, the patient experienced heavy menstrual bleeding ("heavy bleeding during menstruation/ abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal bleeding)"), dysmenorrhoea ("dysmenorrhea(cramping)") and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2011, the patient was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient experienced fatigue ("fatigue"). In june 2013, the patient experienced mitral valve prolapse ("mitro valve prolapse"). In december 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In april 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced ovarian cyst ("ovarian cyst"). In march 2016, the patient experienced gallbladder disorder (seriousness criterion medically significant) and abdominal pain upper ("right upper quadrant pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating") and palpitations ("blood or heart disorder/condition type:heart palpitations"). The patient was treated with naproxen, sumatriptan and surgery (ablation, gall bladder removal and hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, gallbladder disorder, abdominal distension, fatigue, heavy menstrual bleeding, vaginal haemorrhage, headache, ovarian cyst, mitral valve prolapse, abdominal pain upper, groin pain and abdominal pain lower outcome was unknown, the migraine was resolving, the alopecia and weight increased had not resolved and the dysmenorrhoea had resolved. The reporter provided no causality assessment for complication of device insertion with essure (ess205). The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, alopecia, dysmenorrhoea, fatigue, gallbladder disorder, groin pain, headache, heavy menstrual bleeding, migraine, mitral valve prolapse, ovarian cyst, palpitations, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight:245 lbs. Three coils remained out into the uterine cavity on the right. Five coils remained visible on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion. On (B)(6) 2016, procedure: cholecystectomy with cholangiogram laparoscopic. Procedure performed: 1. Laparoscopic cholecystectomy. 2. Intraoperative cholangiography with fluoroscopic guidance. 3. Biopsy of nodular liver lesion. On the same day surgical pathology report: cholangiogram: findings: impression: intraoperative cholangiogram with patent central bile ducts. On (B)(6) 2016, gallbladder; cholecystectomy, mild. On (B)(6) 2016, hpi: patient presents with concern of head pain, plugged ears bilaterally, jaw pain and neck pain. Assessment: anxiety. On (B)(6) 2016, surgical pathology report: result: uterus and bilateral fallopian tubes: weakly proliferative phase endometrium, cervix with small nabothian cysts, fallopian tubes without significant diagnostic abnormality. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 32-year-old female patient who had essure (ess205) (batch no. 12270711) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 ((B)(6) 1996 and (B)(6) 2002). Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included overweight. On (B)(6) 2005, the patient had essure (ess205) inserted. On the same day, the patient experienced complication of device insertion ("underwent essure procedure on her left fallopian tube"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), the first episode of ovarian cyst ("cysts"), alopecia ("hair loss"), abdominal distension ("bloating"), fatigue ("fatigue"), menorrhagia ("heavy bleeding during menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal bleeding)"), headache ("headaches"), palpitations ("blood or heart disorder/condition type:heart palpitations"), dysmenorrhoea ("dysmenorrhea(cramping)"), weight increased ("weight gain"), gallbladder disorder ("pain right upper quadrant, gall bladder issues") and the second episode of ovarian cyst ("ovarian cyst"). The patient was treated with sumatriptan, naproxen and surgery (hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal distension, fatigue, menorrhagia, vaginal haemorrhage, headache, gallbladder disorder and the last episode of ovarian cyst outcome was unknown, the migraine was resolving, the alopecia and weight increased had not resolved and the dysmenorrhoea had resolved. The reporter provided no causality assessment for complication of device insertion with essure (ess205). The reporter considered abdominal distension, alopecia, dysmenorrhoea, fatigue, gallbladder disorder, headache, menorrhagia, migraine, palpitations, pelvic pain, vaginal haemorrhage, weight increased, the first episode of ovarian cyst and the second episode of ovarian cyst to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: fu from pfs+mr: new events: vaginal haemorrhage, headache, palpitations, dysmenorrhoea, weight increased, gallbladder disorder, ovarian cyst were added. Reporter, patient demographic information, all other relevant history updated. Product batch number added. Previously reported event "migraine, alopecia" outcome updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 30-jan-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pelvic pain. This event is anticipated in the reference safety information for essure. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since device removal was required. Other nonserious events were reported. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.